Event description:
It was further noted that the alcl was stage ia and that there was "no evidence of systemic disease."

Manufacturer narrative:
Additional health effect - impact codes: f2203.

Manufacturer narrative:
The events of lymphoma - alcl, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product; rupture; capsular contracture baker grade IV; breast being nearly twice as large as the contralateral side, 500 ml of fluid was noted during explant, fluid was straw-colored and syrupy; cd30+, alk- alcl.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to concern with the product. The patient presented with right breast being nearly twice as large as the contralateral side which had been for nearly a month and getting worse. Capsular contracture baker grade IV and 500 ml of fluid was noted during explant; fluid was straw-colored and syrupy. Pathology confirmed cd30+, alk- alcl. Device has been explanted.